Event description:
It was reported that the device does not cut. Follow-up later clarified that the device couldn't cut skin properly during a procedure, leading to a delay of 15-20 minutes and no harm or injury to any persons involved. No additional unplanned skin graft required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech could not duplicate the reported issue but did find that the cutter and handle were damaged. Tech replaced the cutter and handle, tested the unit, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.